Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2013 her son's blood glucose, carbohydrate intake and insulin history. The pod was removed and he noticed the cannula was kinked. There was also blood noted on the back of the pod.